Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" with "drainage from the areola". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events drainage and deflation was received on (B)(6) 2026 with lot number 1697390. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed multiple openings through microscopic inspection assessed as surgical damage and 1 opening assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. - drainage: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis wear abrasion, creases and non-penetrating nick are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "deflation" with "drainage from the areola". Later, healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6, g2, h6

Event description:
Device has been explanted and replaced.